Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. Return parts were not available. Abbott field service replaced a clogged valve fitting during evaluation of the analyzer. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn ruby analyzer, list number 08h67 was identified.

Event description:
A customer indicated that while evaluating a leak from an undetermined source on the cell-dyn ruby analyzer she attempted to prime the analyzer and was squirted in the face. It was stated she washed her face after the incident per normal lab protocol. The customer was wearing a lab coat, gloves and protective eye wear. It was indicated she did not seek medical treatment. No other information has been provided. There was no adverse impact to the technician reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.